Manufacturer narrative:
Product complaint (B)(4). (B)(6)202. Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the suture trimmed in physician¿s office? According to the feedback of the sales representative, all the above answers are unknown. Was reoperation necessary to remove the suture? Was there any medical or surgical intervention performed to treat the alleged signs and symptoms(re-operation; re-suturing?) Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6)2022 and suture was used. Post-operatively, after the surgery , the doctor sewed the incision with suture. After three days of routine anti infective treatment, the patient was discharged on the 4th day after surgery . On the 28th day after surgery, the patient came to the hospital for follow-up visit. It was found that the local incision was red and swollen, and the suture was not fully absorbed, resulting in poor healing. That is to expand the wound and take the suture to promote the healing of the surgery . Self healing after suture removal. Additional information was requested.